Manufacturer narrative:
Device evaluation: four devices were received and evaluated for the needle button released event. All devices were received, and the needle mechanisms functions were tested and verified to have operated as intended. The complaint could not be confirmed for these devices.

Event description:
The patient reported four v-go 30s the needle button released prior to the completion of the 24-hour wear period. The patient stated that they were all from the same order. The patient was transferred to the training line per their request to ensure that they were using the product correctly. The devices were reported to be available for return to the manufacturer for evaluation.